Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that he was experiencing a cocking device issue with his onetouch blood sampler. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue occurred on (B)(6) 2011 at 8:00am. The patient stated that he manages his diabetes with insulin (unknown type and dosage) and denied making any changes to his normal diabetes management routine in response to the reported issue. About a week after the alleged issue began, the patient claimed to have developed symptoms of "sweating" but denied receiving any treatment in response to the symptoms. During troubleshooting, the cca determined that the patient was using the subject lancing device as recommended per the owner's booklet and that there was no evidence of misuse but the reported issue remains unresolved. Replacement product was sent to the patient. Although the patient denied receiving any medical treatment after the reported issue began, this complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.